Event description:
It was reported that pump displayed a malfunction alarm. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer reset pump with assistance from technical support, delivered correction bolus using pump to address the bg after reset, and was advised to continue using pump and call back if malfunction alarm recurred.